Manufacturer narrative:
The (B)(6) pharma ae assessor spoke with the vgo user's family member for further investigation of the complaints of hyperglycemia, vgo not delivering insulin and patient fell down. Bg level is 70s-200s mg/dl, a1c unknown, taking 1 click with food if bg is elevated; generally uses clicks to correct elevated bg with 1 click if bg greater than 200, sometimes uses greater than 250 and 2 clicks with bg greater than 300 mg/dl. Changes the vgo every 24 hours; does not monitor insulin viewing window. On (B)(6) 2021 bg level was 560 mg/dl and vgo user had symptoms of weakness, thirstiness, urinating frequently and felt blah. Patient when putting on his clothes sitting on the bed he fell to the floor; he scrapped his back. The vgo user alerted a family member and explained this had been going on for 3 days. The vgo user noticed when he took off the vgo it was still full of insulin. The family member did not know what the bg level was the previous days to (B)(6) 2021 the family member notified the hcp who prescribed a new box of vgos. His hcp also prescribed extra clicks for the elevated bg level. On (B)(6) 2021 the vgo user told his family member he felt better. The vgo user's symptoms resolved when bg levels improved from the 250-500s level to 70s-200s mg/dl. Patient completely recovered from the fall and scrapped back without treatment. The vgo cannot be excluded from the complaints of hyperglycemia to 560 mg/dl, vgo not delivering insulin and the patient fell down. Ae assessor recommended the family member and vgo user contact the hcp for a back-up plan to vgo for controlling bg. Also recommended vgo user monitor insulin viewing window which the family member mentioned the vgo user is now doing. This is a serious complaint due to the bg of 560 mg/dl with symptoms of weakness, thirstiness, urinating frequently and felt blah.

Event description:
The patients son reported that his dad uses the v-go 30 and had a few devices that son said malfunctioned and drovepatient blood sugar in to the upper 500, 600s. Patient son stated that the v-go did not dispense insulin, patient stated he noticed the v-go device was still full and never delivered the insulin. The patient son stated that this started happened around the (B)(6) 2021. Patient son stated that the patient had fallen and hurt his back that day that his blood glucose levels had gone up. The patient felt week, thirsty and was urinating frequently, and feeling blah. Patient may have not been getting insulin for about 3 days. The patient was advised by his doctor to give himself 2 clicks if over 300, if over 200 ,1 click. But recovery was slow.